Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the alleged event. Labeling review: potential adverse events and complications "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Postoperative warning: "...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." No product returned.

Event description:
On (B)(6) 2012 patient underwent an extreme lateral interbody fusion procedure. Patient was experiencing leg and back pain and cage migration was identified. Patient underwent a posterior lumbar interbody fusion procedure on l5-s1 levels and screw placement on l3-s1 levels.